Event description:
It was reported, an 'ngage nitinol stone extractor' was used for an unspecified procedure. During use, it was found that the basket would not completely close. The user opened another basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E3: customer occupation = material management. G4: PMA/510(k) number = exempt. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation. Description of event: it was reported, an 'ngage nitinol stone extractor' was used for an unspecified procedure. Two different patients, same doctor in two different days, during use, it was found that the baskets would not completely close. The user opened a second basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Handle in closed position. Basket was returned in closed position. Handle would actuate basket formation but would not fully open basket. Shrink tubing on one side torn free from formation. The returned device was found to have the tubing that holds the basket wires in place split, preventing the basket from forming the proper shape in either the open or closed positions. It is possible that the size/shape of the stones that were captured led the sheath damage, but no information specific to the stones was known. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and shows 3 nonconformance's may have been related to the complaint issue. These were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaints with the same lot number shows no other complaints. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint devices passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. No other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.